Event description:
It was reported the patient had an infection. The patient noted that ¿they didn¿t get the pump finalized and didn¿t finish.¿ the patient was left with a ¿seeping stitch.¿ the patient and his wife tried for two weeks with compression to get it to stop. The patient went back to the healthcare provider (hcp) and due to infection the pump was removed on (B)(6) 2015. It was later reported the patient experienced drainage, incisional wound opening, a pocket erosion,and skin dehiscence. There was an infection at the device pocket. A culture was obtained from the device pocket and found staphylococcus epidermidis, viridans streptococcus and gram negative rod. A total device system explant took place in which some of the intrathecal catheter was removed. The patient was placed on oral pain control medication. The patient¿s skin was extremely thin. There was a breakdown of skin overlying the intrathecal pump. There was skin dehiscence with exposure of the pump itself. The drugs being delivered via the device system were hydromorphone and bupivacaine. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11317r10, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type catheter; product ID 8709, lot # j11317r10, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type catheter. (B)(4).